Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm evaluated the iabp unit and reviewed the diagnostic log files. The stm then checked the voltage output from the solenoid driver board and observed that it was not providing voltage to the fan. To resolve this issue, the stm replaced the solenoid driver board and performed a full calibration, and all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had excessive amounts of condensation and the condensate removal module (crm) fan is not functioning. In the iabp diagnostic logs the iabp generated fault codes #37 and #57. The circumstance of this event is unknown; however, no patient involvement was reported and no adverse event was reported.